Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported in the mdrif that the patient had 2mm glenoid radiolucency at 6 months. Review of received data: the x-rays at 6 weeks ((B)(6) 2015) follow-up show a good sizing of the implants and correct implantation positioning. The x-rays of 6 months ((B)(6) 2015) follow-up show on the internal ap x-ray a radiolucent line around the glenoid pegs. The implantation position is not changed. No other relevant information. The implantation report dated (B)(6) 2015 is available. The report describes the implantation of a large sidus head and glenoid component on the right shoulder. It is described that the patient has a tight shoulder and the exposure was difficult. The glenoid exposure was also difficult. It is reported that the patient has a mild b2 glenoid, and after reaming there was still sclerotic bone circumferentially. After trialing and cementation of the implant, the stability of the glenoid was tested and resulted to be stable. The description of the implantation of the humeral head is then described. No other relevant information. Reports of the follow-up visits dated (B)(6) 2015 (6 weeks), (B)(6) 2015 (6 months) and (B)(6) 2016 (1 year). The reports state that the patient is doing well. It is also mentioned that the patient is experiencing carpal tunnel syndrome on the left side and at 1 year bilateral hand pain. The mdrif form, the adverse event form, the demographic data form, operative form and other forms related to the clinical study were available. The forms contain patient history and post-operative assessments. No relevant information about the reported issue (excluded the event description itself). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the surgical technique sidus certify the compatibility of the implants. Root cause analysis possible causes for the reported event according to dfmea : aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. Not possible -> as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Loosening -> due to wrong geometry of peg, wrong positioning, insufficient bone. Not possible -> as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Adverse body reaction (eg. Cancer, allergies, etc. ) -> due to material not biocompatible. Not possible -> as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Adverse body reaction -> due to bioincompatible due to harmful leachables from implant material. Not possible -> as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Loosening / allergic reaction -> due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible -> as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Implant breakage, loss of function, pain -> due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible -> as the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) -> due to insufficient, unavailable or over complicated surgical technique. Not possible -> as surgical technique contain all information. Additionally, the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) -> due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible -> as surgical technique contain all information. Additionally, the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). -> due to intraoperative corrections might contribute to poor long-term results. Not possible -> as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Investigation conclusion summary: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices as they still implanted. The surgical report, patient history and 6 x-rays were received for review. The lot numbers were received for the devices,the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder, glenoid, pegged, cemented, l on the right side on (B)(6) 2015. It was reported that there was a mmi finding of 2mm of glenoid radiolucency after 6 months.